Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited loss of capture, a lead dislodgement was confirmed via x-ray. The lead was successfully repositioned and remains implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.